Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer also stated they were unable to rewind and prime their insulin pump at the time of the alarm. Troubleshooting did not occur as the alarm was a past event. Customer stated they were able to resolve the alarm by changing their infusion set. The customer's blood glucose was unknown. No additional information provided.